Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned products noted; the trocar balloons, dissector balloons and lock collars appeared intact. The obturators were received. The inflation syringe and insufflation bulb were received. Pmv performed functional testing: the trocar balloons and dissector balloons were inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extra peritoneal, the device had a valve seal damaged. They started the ope ration with the device where there was immediate leakage after gas fill. They changed it with the new instrument which also had a leak after gas fill. They use surgical cloth to seal the surrounding of the trocar. There was no patient injury.